Manufacturer narrative:
The altl reagent lot number was 253029 with an expiration date of 31-aug-2018. A specific root cause was not identified. Additional information was requested for investigation but was not provided. No issues were identified during a review of the customer's calibration data. The customer is no longer having issues with altl.

Manufacturer narrative:
(B)(4)

Event description:
The customer is questioning low results for multiple patients tested for altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (altl) on a cobas 4000 c (311) stand alone system. This has been an ongoing issue for approximately 3 months. The date of event is an approximation. The customer provided an example of erroneous results for 1 patient sample. The initial altl result was 8 u/l. When the sample was repeated the result was 35 u/l. The erroneous result was not reported outside of the laboratory. No adverse event occurred. Altl reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and did not identify any issues. For troubleshooting purposes, serum and reagent seals, rinse mechanism squeegees and the vacuum diaphragm were replaced. Valves were cleaned and the tubing on the top of the reagent probe was reflared. The ggt reagent was replaced. Calibration and quality controls were run and were within the customer¿s acceptable ranges. A 10 cup precision was performed.